Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked drug solution possibly between the distal luer connector and tubing. It was further described as "the place between the flow control tube and the tube". The issue was noticed after filling. The device was filled with 60ml fluorouracil (5-fu) and 40ml saline having a total volume 100ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between december 6, 2024 ¿ december 9, 2024. H11: the device was received for evaluation. A visual inspection was performed, and a small leak came from the solvent-bonded junction of the tubing and flow restrictor was observed. Further inspection on the leak area shows the small leak was due to inadequate tubing insertion depth inside the flow restrictor. The tubing outer dimension and the flow restrictor inner dimension were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) and therefore caused the small leak. The reported condition was verified. The cause was determined to be due to inadequate insertion depth during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.